Manufacturer narrative:
The complainant provided two possible lot numbers for the complaint device.the 13400973 with a lot expiration date of 4/18/2012 and a device manufacture date of 4/21/2010.the 13285956; with a lot expiration date of 2/24/2012 and a device manufacture date of 2/27/2010.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the surgeon decided to do a cytology brushing of the stricture after cannulating the bile duct. The physician experienced difficulty advancing the rx cytology brush over the wire and down the scope. The rx cytology brush was removed and it was noted that plastic of the guidewire port had split. It was not noticed at this time that the radiopaque marker of the device had detached inside the scope. Another rx cytology brush was advanced down the scope. The radiopaque marker of the first brush was pushed into the patient's bile duct when the second device was advanced. The radiopaque marker was not retrieved. A second physician successfully completed the procedure with the second rx cytology brush. The patient's condition was reported as stable following the procedure.